Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wake button had stopped functioning. During troubleshooting with tandem technical support, the customer confirmed that the pump turned on when plugged into a power source. There was no reported adverse impact to the customer¿s blood glucose due to the reported issue as customer declined to provide. Reportedly, the customer continued using the pump for insulin therapy.